Event description:
It was reported that a large volume infusor leaked at the filling port during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 12b072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation did not show evidence of a leak at the fill port. The cause was not identified, as no evidence of product malfunction was observed. No additional observation was noted from the photo.